Event description:
It was reported that the patient experienced swelling and redness at their deep brain stimulation (dbs) implantable pulse generator (ipg) site. Cultures were taken, however the results are not available per the physician stating patient confidentiality. The physicians assessment confirmed the infection was not device nor procedure related, however could not confirm the cause. The patient underwent a procedure where the dbs ipg and lead extensions were removed. The patient was prescribed anti-biotics and did well post-operatively. Physical analysis could not be performed in our laboratory, as the devices were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).